Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0993 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redx0993) have been reported from the same facility in (B)(4).

Event description:
It was reported due to rectal cancer, the patient started to use a peripherally intubated central venous catheter in facility on (B)(6) 2021. The purpose of the device was to undergo chemotherapy for cancer patients. The device was used normally and appeared on (B)(6) 2021. The catheter extension tube interface ruptures, the device failure is that the extension tube interface ruptures and cannot be infused normally, which will have a negative impact on the patient's normal chemotherapy. If maintenance is not detected in time, it may damage the patient's tissue implanted with this device accessory. On (B)(6) 2021, the extension tube was replaced. The patient did not suffer any obvious physical injury. However, the replacement of the extension tube increased the patient's financial burden and increased the psychological burden.